Event description:
It was reported that the insertable cardiac monitor (icm) was noted to be halfway out of the patient incision site with puss in the wound. The device came out completely and was not reinserted. No additional adverse patient effects were reported.